Event description:
It was reported that the patient may need to undergo a total ankle replacement revision surgery. The reason for revision is not available at this time.

Manufacturer narrative:
The complaint could be confirmed, since the returned information for evaluation matches the alleged failure, although the product wasn't returned for evaluation. Medical profession reviewed the received information and noted: in the tibial component there is a large cyst and some radioluscence visible in the posterior part, which could be interpreted as a sign of loosening. The pe cannot assessed directly as it is not visible on the CT-scan, but the space in between the talar and the tibial component is wider on the lateral side, this is probably only a consequence of the protrusion/migration of the talar component at the lateral aspect of the talus, but a dislocation or breakage of the pe cannot be excluded. The talar component shows this migration and medially and dorsally smaller cysts as well as some radiolucency as a sign of loosening as well. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. Based on investigation, the root cause was attributed to a patient factors issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient may need to undergo a total ankle replacement revision surgery. The reason for revision is not available at this time.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device remains implanted in patient.